Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a perforation in the mid left anterior descending (lad) coronary artery. A 4.0x19 mm graftmaster and a 3.5x16 mm graftmaster covered stent were implanted. The 3.5x16 mm graftmaster closed off a side branch [occlusion] but did not cause or contribute to adverse events or complications. No additional information was provided.

Event description:
Subsequent to the initially filed report it was reported that the 4.0x19 mm graftmaster stent did not seal the side branch initially and there was pericardial effusion requiring pericardiocentesis during deployment of the second graftmaster. Although the side branch was closed off, there were no adverse patient sequela and the procedure was completed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of occlusion is listed in the graftmaster rx coronary stent graft systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The additional device referenced in b5 is filed under a separate medwatch report number.